Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device shown message "system volume too small" during pre-use check. Identification of issue has been done by analyzing problem description and service report. In pre-use check during internal leakage test sequence a few tests are being conducted. E.g. One of them is checking if the leakage at 80 cmh2o is maximum 10 ml/min. Some of the message which can occur are "system volume too small" or "system volume too large" . Based on technician statement, the device failed internal leakage test with message system volume too small and system volume too large. It has not been clarified if only one message occurred or both, nevertheless both messages can occurred during internal leakage test sequence. Device was checked and nozzle unit on air gas module was defective and has been replaced to resolved the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Defective parts and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 05/25/2021. Corrected manufacture date: 05/20/2021. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).